Event description:
It was initially reported that the patient was not receiving stimulation from their implantable neurostimulator (ins) to their left leg. It was also noted that the patient experienced a shocking stimulation sensation around the ins site. It was determined through impedance testing that the left lead was fractured. During the revision procedure the right lead was also damaged, so both lead components were replaced. The patient outcome was reported as recovered without sequelae. Additional information received on (B)(6) 2010 clarified that the impedance measurements on the lead before replacement were >4000 ohms. Additional information received on (B)(6) 2011 reported that the patient¿s implantable neurostimulator (ins) was subsequently explanted on may 15, 2006 due to inadequate control of their pain and that it did not meeting the patient¿s expectations. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot# j0309453v, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type lead; product ID 3887-33, lot# j0309453v, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type extension; product ID 389133, lot# j0546303v, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type lead; product ID 389133, lot# j0546303v, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type lead; product ID 3887-33, lot# j0309453v, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type lead; product ID 3887-33, lot# j0309453v, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type lead. (B)(4). Analysis of neurostimulator model 7427 serial # (B)(4), showed no anomalies. Analysis of extension model 7495lz25 serial #s (B)(4), showed no significant anomalies. Analysis of both lead models 389133 lot #s j0546303v showed no significant anomalies.